Event description:
It was reported approximately two weeks post implantable pulse generator (ipg) system implant that the right ventricular (rv) lead dislodged due to patient's underlying condition. The rv lead was repositioned into the rv apical location and remains in use. In addition, it was noted lead slack had also pulled out of the right atrial (ra) lead, which had previously been replaced the day prior due to a dislodgment. An attempt was made to manipulate that ra lead to replace slack, but the physician was unable to do so the ra lead was removed and replaced. Both the existing rv lead and new ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.